Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash pruritic ("itching/ intermittent rash"), dyspareunia ("painful sexual intercourse"), alopecia ("hair loss"), back pain ("back pain"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies, and removal of tubes and essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash pruritic, dyspareunia, alopecia, back pain, headache and nausea outcome was unknown. The reporter considered alopecia, back pain, dyspareunia, headache, nausea, pelvic pain and rash pruritic to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.